Event description:
About two hours into surgery, the c-max table unlocked by itself. Surgical table failure indicator was that the floor locks failed to secure the table to the floor. Photos of the hand control taken shortly after failure indicated that the table was unlocked and a wrench indicator was also present on the display. The wrench indicates that the table needs maintenance of some form. The steris service technician found a circuit board was loose from it's mountings and had been damaged by table articulations. The circuit board was replaced on as well as two table top cushion holders that had loose grommets. The table was then tested and found to be operating normally and returned to service.